Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/31/2017, that on (B)(6) 2017, the receiver was overheating. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. A charge of the unit was attempted and it failed to charge and boot. The data log was attempted to download, however failed. A global receiver test was attempted but could not be performed. The receiver case was opened for an interior inspection, and no moisture damage was detected. A finding related to the complaint in troubleshooting was verified as a defective rx main pcba u5. Battery was found to be drained out. The reported event of an overheating receiver was confirmed. The root cause was determined to be a defective u5 on the main pcba.